Event description:
The technician alleged the brake is not holding. No pt impact.

Manufacturer narrative:
The technician found the head brake caster was ben. The technician repaired the head brake caster to resolve the issue.